Event description:
The doctor was performing turbt procedure when bipolar cutting loop cut through the bladder into the fat secondary layer. The doctor completed the case with another electrode. Pt treated with foley catheter drainage for two weeks.

Manufacturer narrative:
No damage noted on the electrode. It was hipot tested and passed.